Manufacturer narrative:
The investigation has been completed. No product was returned. Clinical details report that a high purge pressure alarm triggered on (B)(6) 2025. There were no kinks noted in the purge line. The patient's ptts were subtherapeutic, and administering tpa resolved the complication. Data logs were reviewed and the alarm was confirmed. Roughly 1 hour after a routine bag change, purge pressure began to gradually rise for 2 hours without a motor current spike. The pressure remained elevated for 45 minutes. During the event, the purge cassette was switched out, and 4 minutes later, purge pressure gradually trended back down into acceptable range over a 10 minute period. There were no further purge pressure issues for the remainder of the case. Product was not returned for investigation. Based on the gradual rise in purge pressure without a motor current spike and gradual resolution after tpa administration, the cause of the high purge pressure was most likely biomaterial buildup.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist, section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that a high purge pressure alarm appeared during impella 5.5 support. Tissue plasminogen activator was run through the purge and the pressures stabilized without issue. Support continued uninterrupted.